Event description:
It was reported a balloon ruptured at approx. 12 atmospheres during pre-dilatation prior to stent placement for an iliac angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility and will not be returned for evaluation. Therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this lesion required stent placement. Therefore, the co believes either calcification and/or the percentage of occlusion may have contributed to this event. However, without evaluating the device the co can not determine the exact cause for this event. This balloon catheter was used after it's expiration date. The co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."